Event description:
Information was received from a consumer regarding a patient currently receiving morphine via an implanted pump. The pump previously delivered dilaudid. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported the patient had trouble ever since her pump was implanted. She had been to doctor after doctor trying to figure out what was going on. The patient and her family suspected the pump wasn¿t delivering. Sometimes she got too much and other times not much. The patient¿s family doctor suggested that she keep a journal to keep track of the symptoms of overdose and withdrawal. This had been ongoing since implant. Per the patient, "I recently had an increase, what happens is I sleep, I swear, I chill, I don't eat, all kinds of craziness". She had noted this every couple weeks but now it was more prevalent. The patient was planning to follow-up with the healthcare professional. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.